Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not available. Only the history data was sent for investigation. Results: the device history files were analysed. The pump switched on and a space line was inserted. The infusion was started with a rate of 140,5ml/h and a vtbi of 492ml. After two and a half hours an upstream alarm occurred. A line change was performed, and the infusion was started again. Directly after starting a pressure alarm occurred. The infusion was started and stopped, several times. No other abnormalities were found. Judgment: the complaint could not be confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion" customer statement: "query on infusion. Child commence in red cell transfusion at 1640, volume in bag 324 ml, rate 140.5 ml/hit should have infused in 2:02 hh: mm, however it was not completed until 1910.then there was a large air packet from spike through the chamber. The volume infused from the pumps was incorrect. Then, new bag of blood used at the same rate. When we disconnected the bag (due to high blood pressure), the volume said 463 ml, which it could not have been. Issue occurred: (B)(6) 2022 in (B)(6)."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.